Manufacturer narrative:
Reliability analysis inspected 9 opened/used infusion sets and performed manual prime test using a new lab reservoir along with pump. Ran priming in pump at 55.0 units. The infusion sets failed per spec. 6 of 9 infusion sets due to found occluded qr connection septum side. 3 remaining failed infusion set due to p-cap needle occluded.

Event description:
The customer reported via phone call of no delivery from the infusion set. The customer's blood glucose reading was 224 mg/dl. The customer stated that there were 10 out of 12 sets that could not get insulin. The customer had 9 sets to return.